Event description:
It was reported that the device was explanted after an implant duration of approximately 93.4 months, due to aortic endocarditis. It was noted that there was calcification of the leaflets.

Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.